Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient could not tolerate and adjust to the multi focal properties of the intraocular lens (iol) resulting in the need to explant the iol from the right eye of the patient. The incision was enlarged to remove the lens and a different lens model (dcb00) with the same diopter was used as the replacement. There was no reported patient injury and the patient was stated to tolerate the procedure well. The iol will not be returned for investigation as it was discarded after removal. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was determined that explant was done since original lens was not the intended lens to treat the patient condition. Event is now determined to be not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-01781. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.